Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event. Additional suspect medical device components involved in the event: product family: scs-linear leads upn: m365sc2218500, model: sc-2218-50, serial: (B)(6), batch: 7112645, UDI: (B)(4). Product family: scs-linear leads upn: m365sc2218700, model: sc-2218-70, serial: (B)(6) , batch: 7083957, UDI: (B)(4). Product family: scs-linear leads upn: m365sc2218700, model: sc-2218-70, serial: (B)(6), batch: 7083973, UDI: (B)(4).

Event description:
It was reported that the patient underwent a lead readjustment procedure due to an unknown reason. The patient was doing well postoperatively. The devices remain implanted and in use. No further information could be obtained despite good faith efforts.

Event description:
It was reported that the patient underwent a lead readjustment procedure due to an unknown reason. The patient was doing well postoperatively. The devices remain implanted and in use. No further information could be obtained despite good faith efforts. Additional information was received that the reason for lead readjustment was to obtain better left side coverage.